Event description:
Customer reported a no delivery alarm and high blood glucose. The blood glucose reading was 479 mg/dl. Customer treated with a manual injection. She expressed symptoms of thirst, nausea, headache and urination. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rates were correct. The insulin pump failed the high pressure test twice. She removed the infusion set and stated that the cannula was not bent but that there was blood at the site. She stated that the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).